Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
There was no info regarding the vessel. When the package of the 3.0 x 23mm cypher stent was opened, the physician found the stent to be bent around 5mm from the proximal end of the stent (2nd cell). The strut of the bent area looked flared. The product was not clinically used. A different cypher stent was used for the procedure.